Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while calibrating the navigation system and imaging system, the active frame stopped tracking on the navigation system. Just received the active frame on friday, (B)(6) 2023. Plugged into different ports and was still unable to see it. Checked instrument tab as well and it was not tracking. The concave pointer was tracking though. There was no patient involvement. Additional information was received. The manufacturer representative removed the side panel to make sure the box for the connection looked okay. The more the manufacturer representative troubleshooted, they noticed that the active frame was going in and out of connection. When the cord was moved into a certain way, it would work. The manufacturer representative taped the cord down to keep a solid connection which worked. The manufacturer representative also used it for another calibration (B)(6)2023 and it seemed to work without any loss of connection. The most likely / suspected cause of the event was the cord may be wearing down since it was going in and out of connection, and the manufacturer representative was able to keep it connected once they repositioned the cord a certain way.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.